Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor pod removal, sensor wire became detached from sensor pod. Patient stated that sensor wire remained left behind at insertion site. Patient removed sensor pod without transmitter in place, against user guide recommendations. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.